Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, a cgm error 42 occurred. During troubleshooting with tandem technical support, the alarms were cleared, and insulin delivery was resumed successfully. There was no impact to the customer¿s blood glucose.